Manufacturer narrative:
Manufacturer's investigation conclusions: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with a subdural hematoma after an accidental fall earlier in the day. Neurosurgical trepanation for hematoma evacuation was performed the next day. A reoperation was performed on (B)(6) 2018 due to new bleeding. A CT scan showed regressed chronic hematoma without signs of recent bleeding. On (B)(6) 2018 significant improvement of neurological symptoms (paresis of the lower extremities) was noted due to physical therapy. The patient was discharged on (B)(6) 2018 with planned subsequent neurological rehabilitation.